Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number sn(B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The external condition shows extensive signs of wear. The coating on the entire housing is wearing away. The nosepiece is covered with residue. The seal cap has a dark ring of residue around it. The reported problem was confirmed with a functional evaluation. A kpc test was performed. The burr did not spin. The drill was opened for further investigation. The exposure motor diodes were tested and passed. A hipot test was performed where it was noticed that the exposure motor failed due to a high current. The exposure motor was replaced with a known to work one. This time it passed. The motors were removed, and the drill was inspected further. It was found that the extension shaft had residue around it. It was also found to have grind marks. The carriage was removed. The carriage was covered in a thick film of residue. The carriage was opened and found to be filled with residue. The collet bushing has blank spots. Parts of the carriage are corroded. The carriage was disassembled further. Both bearings were filled with residue and could not be turned by hand. All seals were inspected. No damages were found. The entire carriage was replaced and kpc test was performed. This time the burr was spinning. All test passed. A test case was performed which could be completed without any failures occurring. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with excessive residue buildup inside the bearings. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference number:case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, one (1) real intelligence robotic drill has not turned anymore. The procedure was resumed, without any delay, with manual procedure. No further complications were reported.